Event description:
This letter is to inform you that (B)(6) was notified by the better business bureau of a customer claim involving the alaris 8120 pca pump. The alaris 8120 pca pump is not manufactured by (B)(6). The customer, atrium health pineville, alleged that a (B)(6) biomedical technician that was contracted to perform service activities on their medical devices at their facility did not adequately service the alaris pca pump. This was reported to result in the patient experiencing unmanaged postoperative pain for an extended period. No further information was provided regarding the patient¿s condition or any medical treatment that may have been provided due to the alleged issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).